Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up, and post-paced t-wave oversensing was noted on a stored egm. Programming changes were discussed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that remote transmission showed non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were done.

Event description:
New information received notes that another episode of non-sustained lead noise due to post-paced t-wave oversensing was noted via remote transmission after previous programming changes were made. Patient was asymptomatic. Further programming changes were recommended.